Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and passed because the entire sensor wire was present with no damage observed on both ends. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.